Event description:
The patient reported feeling little shocks for two days and that they set off retail security when going in and out of stores. Follow up with the patient¿s clinic indicated that the patient had not been seen for the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).